Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, upon checking prior to use of the device, only one side of the cuff was inflated. There was no patient involvement.